Manufacturer narrative:
(B)(4). (B)(6). Medical products: nexgen trabecular metal tibial tray fixed bearing cat#:00595404701, lot#: 63121788, nexgen prolong highly crosslinked polyethylene articular surface cat#: 00595204010, lot#: 63157432. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 03779, 0001822565 - 2018 - 03796, 0001822565 - 2018 - 03797. Product location unknown.

Event description:
It was reported that the patient was revised twenty two months after initial left knee procedure due to pain and lucency.

Manufacturer narrative:
UDI- (B)(4). Reported event was confirmed by review of radiographs. Radiographs were provided and reviewed by a health care professional. Review of the available records identified that there are faint lucencies at the bone-metal interface of the tibial component laterally and implants were aligned anatomically. Also no evidence of frank loosening. DHR was reviewed and no discrepancies were found. Per package insert; pain is a known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.